Event description:
It was reported that guidewire entrapment occurred. A choice pt guidewire was selected for use along with a carotid wallstent. The stent was successfully deployed. When the user attempted to remove the stent delivery system from the patient, the delivery system became stuck on the guidewire. The delivery system and guidewire were removed as one unit, and there were no patient complications.

Manufacturer narrative:
Device analysis: the device was returned without the stent loaded on it. Therefore, no signs of entrapment could be found. The body of the guidewire was kinked, and the distal tip was bent. This concluded the product analysis.

Event description:
It was reported that guidewire entrapment occurred. A choice pt guidewire was selected for use along with a carotid wallstent. The stent was successfully deployed. When the user attempted to remove the stent delivery system from the patient, the delivery system became stuck on the guidewire. The delivery system and guidewire were removed as one unit, and there were no patient complications.

Event description:
It was reported that guidewire entrapment occurred. A choice pt guidewire was selected for use along with a carotid wallstent. The stent was successfully deployed. When the user attempted to remove the stent delivery system from the patient, the delivery system became stuck on the guidewire. The delivery system and guidewire were removed as one unit, and there were no patient complications.

Manufacturer narrative:
Updated fields: h6 - evaluation result codes: c0706 was removed. H6 - evaluation conclusion codes: the conclusion code was updated from no problem detected to adverse event related to procedure to more accurately reflect the analysis results. Device analysis: the device was returned without the stent loaded on it. Therefore, no signs of entrapment could be found. The body of the guidewire was kinked, and the distal tip was bent. This concluded the product analysis.